Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with a suspected right ventricular (rv) lead perforation. The rv lead was exhibiting no capture, phrenic nerve stimulation, and a small pericardial effusion was present on the computerized tomography (CT) scan. This rv lead was explanted, replaced, and discarded. No additional adverse patient effects were reported.